Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture thresholds and no capture were observed on the atrial lead. The atrial lead was repositioned and the patient was stable.